Event description:
Just pull that has wildly inaccurate numbers causing excessive highs and ketones to be present in my 10-year-old. Lot number is 1825151010. Numbers consistently off over 100 pounds which was similar to the other 3 in the same lot. Checking for ketones and now son is sick which we are unsure is related as he has been running high for an extended period of time. Health effect code: 1905, 2364. Device problem code: 2917, 1535. Reference reports: mw5182216, mw5182217, mw5182219.